Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer had been using fiasp insulin and the same cartridge and infusion set for over 3 days on the mobi pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide and that the cartridge and infusion set is indicated for use with the mobi pump for 3 days. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.